Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Device evaluation: the pituitary device was returned to the manufacturer for analysis; the broken portion of the dynamic jaw was not returned for analysis. The upper dynamic jaw was broken off approximately flush with the end of the upper shaft. Microscopic examination of the fracture surface revealed a quasi-brittle fracture surface, consistent with failure due to excessive force. The location and direction of the fracture is consistent with the application of excessive force.

Event description:
It was reported that the tip of the instrument broke off. The broken piece was retrieved. No patient complications were reported.